Manufacturer narrative:
A physical test of the returned device revealed that the doctor used an incorrect mixing tip with the product syringe. The arbitrary mixing tip used by the doctor was shorter in comparison to the included mixing tip for the tempbond ne product; the shorter mixing tip may have lead to an insufficient mix of the product's components. When the proper mixing tip was utilized with the tempbond ne product syringe, an evaluation of the returned sample yielded results within specifications. A DHR review revealed that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to this lot. These investigation results indicate that this incident is an isolated incident that occurred as a result of a user/technique related issue and was not due to a product failure or malfunction.

Event description:
A doctor alleged that twenty (20) patients experienced irritation and pain in their teeth after placement of their temporary restorations with tempbond ne. This is the fifteenth of twenty (20) reports.

Manufacturer narrative:
Patient specifics with regard to gender and age were not provided by the doctor. The doctor prescribed ibuprofen for the patient; however, it did not alleviate the patient's symptoms. The doctor removed the tempbond ne and replaced the patient's temporary restoration with a different product. To date, the patient is doing fine. The product involved in the alleged incident was not returned; therefore, retain samples were evaluated and were found to meet product specifications.